Manufacturer narrative:
This valve was reportedly explanted after approximately 4.4 years due to aortic stenosis and regurgitation. Although approximately half the valve was not returned, the calcification and pannus overgrowth appear to be sufficiently severe to have contributed appreciably to the reported aortic stenosis and regurgitation. Moderate to severe tissue calcification was confirmed on the returned part of the valve using both x-ray imaging and histology. Histology showed that the bioprosthetic tissue was undergoing a typical calcification-mediated structural valve deterioration. Tissue calcification is one of the most common failure modes in bioprosthetic heart valves and is highly variable among the patients. The underlying mechanisms are currently not fully understood. Patient biological factors such as age, the state of the immunological systems, and comorbidities (end stage renal disease), are believed to play important roles in the development of bioprosthetic valve calcification. The cause of the calcification in this particular case was not readily apparent from the histological analysis. Moderate to severe host fibrotic tissue (pannus) growth is evident on both the outflow and inflow side of the returned portion of the valve. Pannus-mediated leaflet fusion is evident at one of the commissures. Host fibrotic tissue (pannus) growth is considered a part of the local host response to the initial tissue injury during surgery and as well as an ongoing response to the implanted device. The process usually results from acute and chronic inflammation, which can be triggered by trauma, a foreign body reaction, infection, or other immune responses to the implant. The exact cause of the significant host tissue overgrowth was not evident in the histological samples examined. Since the mechanisms of host tissue overgrowth and calcification of bioprosthetic heart valves are not fully understood, the specific root cause(s) for the deterioration of this valve cannot be determined at this time.

Manufacturer narrative:
Customer report of calcification was confirmed. As received, half of leaflet 1, half of leaflet 2 and commissure 2 were cut and not returned with the valve. Minimal calcification was observed in the cusp area of leaflet 1, minimal to moderate calcification was observed in the cusp area of leaflet 2 and moderate calcification was observed in the cusp area of leaflet 3. The free margins of leaflet 2 and 3 exhibited minimal to moderate calcification. Moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 4mm. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 6mm. Host tissue was minimal to moderate at the stent inflow and heavy at the stent outflow. Host tissue fused leaflets 1 and 3 at commissure 1 on the outflow aspect by approx 3mm. Host tissue also fused leaflets 1 and 3 on the inflow aspect by approx 6mm. Two tears were also observed on leaflet 3, one tear at commissure 1 approx 3mm and one tear at commissure 3, approx 1mm. A tear was also observed on leaflet 2 at commissure 3, tear measured approx 1mm. Calcification was observed near the regions of the tears. The x-ray demonstrated calcification, wireform was cut at the midpoint of leaflet 1 and midpoint of leaflet 2. Wireform was exposed on the outflow aspect at commissure 3 and 90% of the wireform was exposed on the inflow aspect. These damages are most likely due to explant. Device is being sent for histological testing. Unable to determine root cause at this time.

Event description:
Edwards received information that a 21mm bioprosthetic valve, implanted four (4) years and five (5) months, was explanted due to aortic stenosis and regurgitation. The customer reported the bioprosthetic valve was originally implanted by intra-annular implantation to correct aortic regurgitation of the patient's native bicuspid aortic valve. After implant, pressure gradient increased to 30mmhg (peak) and 18mmhg (mean) prior to discharge. After discharge, no problem was detected during routine health checkups at other clinic. Over the course of the next 4 years, pressure gradients increased. At the patient's visit at this hospital after an implant duration of approximately four (4) years and one (1) month, peak pressure gradient reached 104mmhg (mean 68mmhg). The valve was explanted. The reporting physician described the condition of the valve as ¿calcification was observed on all three leaflets, in particular severe calcification was observed on right coronary cusp at the inflow aspect at explant¿. It was further reported the valve was destroyed during removal from the patient¿s native annulus in order to not damage the native annulus. Pannus-like membrane was detected on the entire cuff of the valve and it was unable to find a pledget. Pannus-like membrane was observed on leaflets near the cuff and at the inflow aspect of the valve. The device was replaced with a 21mm mechanical valve. The device, partially excised for evaluation at the hospital, was returned for evaluation.

Manufacturer narrative:
Device evaluation anticipated but not yet begun. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. No additional information has been provided regarding the patient's condition or medical history. Additional information will be reported on a follow up report when received.